Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included bench handling and defib cycling using a known-good multi-function cable without duplicating the customer's report. The accessories were not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while monitoring a patient (age & gender unknown) the device was unable to obtain an ECG signal via electrode pads. The clinician continued to treat the patient. Complainant indicated that there were no adverse effects to the patient due to the reported malfunction.